Manufacturer narrative:
Note: further reporting on the inadequate coverage will be covered under related manufacturer reference number: 3006705815-2023-05306. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that the discomfort at the ipg site has resolved.

Event description:
Related manufacturer reference number: 3006705815-2023-05306it was reported that the patient experienced discomfort at the ipg site and inadequate coverage. Reportedly, patient does not have adequate left side coverage with the current lead placement. As such, surgical intervention took place wherein the ipg was explanted and replaced to address the issue. Physician was unable to implant a new lead due to patient anatomy. In turn, surgical intervention may take place at a later date to address the lead issue.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.